Event description:
It was reported that on (B)(6) 2014, a 3.5x23mm xience prime stent was successfully implanted in the proximal right coronary artery (rca) and a 2.5x28mm xience prime stent was successfully implanted in the distal circumflex (cx) coronary artery. The patient was discharged on (B)(6) 2014. On (B)(6) 2014, the patient was hospitalized for unstable angina. On (B)(6) 2014, percutaneous (pci) intervention was performed, resolving the event. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant products: stent: xience prime 2.5 x 28 mm; other: aspirin, clopidogrel. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of angina, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.